Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported that the air bubble detector module did not turn on properly when plugged into the network interface channel. The module was plugged into another channel with the same result. An alternate module was installed into the channel and it functioned as expected. Preparation for surgery was completed. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.